Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "body pains" including the "back" and "lower back", "arms, "legs" and "between the shoulder blades" which have been deemed not related to the device. Healthcare professional also reported "grade iii capsular contracture" and "textured." The device has been explanted and replaced.